Manufacturer narrative:
Citation: echeverri d et al. Should we be concerned about the durability of percutaneous aortic valves? Rev colomb cardiol. 2017;24(2):e5-e8. Http://dx.doi.org/10.1016/j.rccar.2017.02.003. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature regarding the durability of percutaneous aortic valves. All data were collected from several research studies that centered around percutaneous aortic valves including (B)(4). The number devices and patient demographics were not provided. Among all (B)(4) patients adverse events included: severe prosthetic failure, mild aortic stenosis, thrombus, pseudo-degeneration, and elevated gradients. Additionally, there was intervention to address restenosis, endocarditis, severe aortic regurgitation, structural valve deterioration, and severe paravalvular leak (pvl). Among all (B)(4) patients, there were no allegations of adverse events. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.